Event description:
The customer reported that while the unit was in use on a pt, the unit failed to autofill and had low vacuum. The unit's power was re-cycled and the unit displayed an "electrical test code #50" message. The unit was tested to factory specification. It functioned normally and was returned to the customer.